Event description:
On (B) (6) 2008, the patient reported he has received three e6 (mechanical error) messages on his insulin device in the past 3 days. He stated this evening he tried to clear another e6 and advance the piston rod for a partially filled insulin cartridge. The device displayed an e6 when the piston rod reached 199 units and again at 72 units. To troubleshoot, the patient was instructed to insert a new battery and to reset the device. The patient successfully did so without the device displaying any errors. The patient is concerned as this is a recurring error and does not believe it is a battery issue. He stated he does not attach the adapter and tubing to the cartridge prior to insertion and is certain insulin has spilled into the cartridge chamber. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.